Event description:
It was reported that the right ventricular (rv) lead showed an increase in thresholds, high impedance and a confirmed fracture, and noise. Per the surgeon the "inner core" was fractured under the suture sleeve. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6725 adaptor, (B)(6) 2014. (B)(4).